Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
Enduser alleges that sam300p unit powers on by itself; fsca unit.

Event description:
Enduser alleges that sam300p unit powers on by itself; fsca unit.

Manufacturer narrative:
A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully by the user on the 29th april 2010. The reported problem, of the device switches on automatically, was attributed to a membrane failure. The random nature of the events stored in the memory and the 10 minute time outs, would suggest a failing membrane. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.